Manufacturer narrative:
E1: facility name "(B)(6)". H3: device was not returned for root cause analysis the device history record was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device had an air in line alarm. There was no patient involvement.